Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation, the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires in the connector. The belt connector was also pulled from j1001, causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was producing service code 204 (belt/monitor unusable) and that the monitor case was damaged.